Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 97791 product type accessory product ID 97791 product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: the returned 977119 ((B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. No significant anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient states that she really hasn¿t experienced any pain relief since after her post operative appointments back in december. Patient has used multiple programs to try and alleviate her foot pain with very little relief. Plan to meet with patient and physician on april 10th to discuss. Additional information received from the consumer reported that they were still trying different settings. The issue was not yet resolved. Additional information was received from the manufacturer representative (rep). It was reported that hcp states patient came in for scheduled explant for lack of pain relief. Reps attempted multiple reprogramming to provide additional relief for patient. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.